Event description:
Pt made facility and staff aware that having observers and vendors in surgery was prohibited. Pt documented these requests on history literature that was provided by their facility. Arthrex which is a vendor was noted beginning in the surgery for over 45 minutes unauthorized utilizing this medical device pt was never made aware of. The doctor and arthrex's representative used a -2x-peek suture tak wires in pt right shoulder. Over a period of time pt has been complaining and sort tests also opinions from other doctors. Pt went through another surgical procedure to have product device removed. The product had broke inside the shoulder and again, had to be removed because it could have caused other permanent damages. Provided this product pt has experienced a mini stroke, permanent nerve damage, a hole on the backside of the shoulder and poor blood circulation. After research this product was removed from FDA because of infringement. This company was force to stop making these faulty products through the legal system. Utilizing these peek suture tak products, arthrex and the doctors are teaming up taking advantage of people. To whom it may concern, ask yourself why were they forced to stop making this product? Were there a modification plan to place it back on the market? If this product was truly infringed upon, which it was, then there has to be some defects. This medical device doesn't work. Someone please stop these people from taking advantage of people who just want to be help and return to good health. Dates of use: (B)(6) 2009 - (B)(6) 2010.